Event description:
Information received from study site indicates "knee manipulation under anesthesia."

Manufacturer narrative:
Reported event an event regarding rom involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: the event an mua cannot be confirmed. No records of the event were provided for review. Root cause: a root cause cannot be assigned to the event. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient underwent knee manipulation under anesthesia. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, serial x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: 5517f401 triathlon p/a cr beaded #4l, lot h7r9e; 5536b400 tritanium bplate triathlon s4, lot ctd36693; 5556-l-339 tritanium patella-symmetric, lot k4p8; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Information received from study site indicates "knee manipulation under anesthesia."